Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer who experienced shocks passing through anti-theft detectors (which he presumed were passive rf), had lost efficacy, got a new tined lead, and now shops pain free.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 388928, lot# 0209583903, product type: lead. Correction: additional information received indicates that the correct mfg. Site ID is (B)(4) and has been updated with device information as well.

Event description:
Additional information received from a manufacturer representative reported full impedance testing had been performed and all leads and impedances were within acceptable range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.